Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: an attempt was made to connect the luer of the nc sprinters to the non-medtronic inflation device. The nc sprinter devices were inspected before use and no crack was noted prior to connection. It was stated that the luer crack occurred during connection of the nc sprinter devices to the non-medtronic inflation device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with a longitudinal fracture on the front of the luer. A longitudinal hairline fracture was evident on the back of the luer. A kink was evident on the inner member 1.7cm proximal to the distal tip. The distal tip was damaged. The balloon folds were intact. Contrast/liquid was visible in the inflation lumen. There was no other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two nc sprinter rx ptca balloon catheters to treat a lesion. There was no damage noted to the packaging or any issues noted when removing the devices from the hoop. The devices were inspected with no issues noted. Negative prep was performed with issues. It was reported that the catheter/delivery system was found to be deformed with a crack noted on the hub, for each device. The devices were not used in the patient. No patient injury was reported. It was subsequently reported that the procedure was completed with the nurse ¿holding the hub¿. The nc sprinter was inflated to 16-18atms.